Event description:
The customer observed falsely elevated architect troponin result on one male patient. The result provided were: initial= around 200 pg/ml /repeated =around 10.0 pg/ml laboratory reference range for troponin: over all=< 26.2 pg/ml; female=<15.6 pg/ml; men=< 34.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) reviewed data and observed sample aspiration errors potentially related to incomplete centrifugation. The fse considered the diverter, load and unload - moulded base (rohs) (part number 7-205671-02) to be the likely cause of the discrepant results; however, issues related to sample integrity cannot be ruled out. Cleaning the crystals from the diverter, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the diverter, load and unload - moulded base (rohs) did not identify any trends associated with the complaint issue. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the diverter, load and unload - moulded base. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the diverter, load and unload - moulded base (rohs).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on one male patient. The result provided were: initial= around 200 pg/ml /repeated =around 10.0 pg/ml laboratory reference range for troponin: over all=< 26.2 pg/ml; female=<15.6 pg/ml; men=< 34.2 pg/ml there was no reported impact to patient management.